Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirms the reported event. The root cause was attributed to the device being worn from normal use and servicing. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Additional information received indicated that the device broke where it attached to the impactor.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that universal handle was broken during surgery. No surgical delay.